Event description:
It was reported that during a da Vinci-assisted Radical Prostatectomy Extraperitoneal without Lymphadenectomy surgical procedure, the jaws of the Force Bipolar instrument could no longer be fully opened. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) has not received the instrument for evaluation. A Follow-Up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This report was impacted by the eMDR scheduled maintenance occurring July 22, 2026 ¿ July 27, 2026.